Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). The 29mm commander delivery system (ds) was returned for examination. A visual examination found that the crimped valve was still on the inflation balloon and partially retracted into the esheath plus, and exposed through the sheath liner. Bunching inflation balloon material was observed on the distal end of the balloon, under the crimped valve creating a large radial burst on the proximal end of the inflation balloon. Functional testing was performed and found no abnormalities with full valve alignment and fine adjustment. Locknut/collet was measured and found that the device met specifications. Dimensional testing found that all measurements taken of the balloon single wall thickness met the specification. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed three other complaints relating to the complaint code. A review of IFU/training material is captured in the technical summary. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Manufacturing mitigations indicate that all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The complaints for thv moves on balloon working length during positioning, and valve alignment difficulties were unable to be confirmed. No manufacturing non-conformance was identified during the evaluation. However, the reported event of balloon burst was confirmed through a visual examination of the returned device. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented for root cause analysis on difficulties that occur while aligning the thv onto the inflation balloon when using an edwards commander delivery system. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why tension build-up in the system due to valve alignment difficulty can potentially lead to a series of secondary failures such as valve movement on the balloon. As per customer follow-up, there was presence of moderate tortuosity. The valve was aligned in the ascending aorta, so it was not the straightest segment. Per technical summary, if valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The release of built-up tension within the delivery system during the procedure may have resulted in the reported valve movement on balloon during flex tip retraction. A product risk assessment was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, valve alignment was performed in a non-straight section of the patient's anatomy, it could have caused the thv to become unseated due to non-coaxial alignment between the thv and flex tip. It is possible that the distal valve struts of the unseated thv caused damage to the inflation balloon while attempting to align the valve, which could have been promoted by excessive device manipulations. It is also possible that this damage became further exacerbated during balloon inflation, resulting in a burst balloon. A review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section, built-up tension, crimped valve interactions with the balloon, and excessive manipulations) contributed to the valve alignment difficulty and valve movement on balloon. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions are required.

Manufacturer narrative:
The pre-decontamination testing of the returned device confirmed balloon burst. The investigation is ongoing.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via subclavian approach, the first valve would only mount roughly 2/3 of the way onto the balloon. The fine adjustment wheel would not pull the balloon back to the appropriate position for valve mounting and the balloon ended up rupturing. The valve, delivery system, and sheath were all removed simultaneously (with the valve partially covered by the sheath at removal). The second sheath, delivery system, and 29mm valve were prepped and delivered safely. The patient left the room in stable condition. Per follow-up information received, the valve had moved back towards the flex tip in an attempt to reposition and stabilize in hopes of positioning the balloon properly. The valve stayed on the delivery system the entire time. The balloon would not retract fully into the crimped valve. The balloon burst when roughly 2-3cc's were pushed. The commander and sheath that were removed in unison.